Event description:
On (B)(6) 2015, l5-s1 instrumentation was done. During surgery, the screws in question could not be placed straight. . Due to the incident, the procedure was delayed 30 minutes. Difficulty aligning screws is not reported to have resulted in any adverse consequences to the patient however surgical delay of 30 minutes was reported. No defined failure mode reported. However, based on limited information provided the complaint will be filed as a reportable malfunction failure unknown.

Manufacturer narrative:
Complaint is no longer reportable. Report was initially filed conservatively based on limited information provided. Affiliate provided clarification on the actual failure. The poly head was not straight to the shank. This a non-reportable malfunction. The time delay did not lead to any adverse consequences to the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.